Event description:
A customer reported experiencing a past high blood glucose event, with the specific highest level being unknown and simply displayed as "high." Reportedly, the insulin was being stored below recommended temperatures. Tandem technical support educated the customer on insulin labeling. To address the issue, the customer changed the infusion set and cartridge.